Manufacturer narrative:
The mvp-5q has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of premature mvp-5q detachment. It was reported that the mvp system was flushed in heparinized saline. Afterward, the mvp was drawn into the yellow introducer sheath by pulling the delivery wire. As the mvp was entering the introducer sheath, the plug detached from the delivery wire and fell to the floor. It aws reported that the pushwire was not torqued at all. The mvp was not used on the patient. Afterward, a new mvp was used to continue the procedure. There were no reports of patient symptoms in association with this event.

Manufacturer narrative:
Date manufacturer received: additional information: type of report: additional information: follow-up type: additional information: evaluation codes: additional information, device evaluation . Additional manufacturer narrative: additional information, device evaluation based on the device analysis and reported information, the report of ¿pre-mature detachment¿ was confirmed; however, the root cause could not be determined. No defect was found with the plug or pushwire that would have contributed to the event. In addition, the plug was re-attached and detached from the pushwire without issue. A review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damages and irregularities during manufacture. It is possible handling of the device during preparation subsequently caused the plug to become prematurely detached from the pushwire during retraction into the introducer sheath. As noted in the mvp IFU (instructions for use): ¿remove the mvp system from the dispenser tube by gently removing the yellow introducer sheath from the two outer clips and pull the mvp system out of the clear housing tube. Gently grasp the introducer sheath proximal to the mvp device, slowly remove the mvp device, delivery wire and introducer sheath simultaneously from the dispenser tube. Inspect the mvp system thoroughly for damage. If damage exists, replace with a new mvp system. Flush the mvp system by gently immersing a few centimeters of the introducer sheath and the mvp device in heparinized saline. Draw the mvp device into the introducer sheath by pulling the delivery wire until the distal tip of the mvp device is just covered by the introducer sheath. Do not twist or rotate the delivery wire or the device may detach prematurely.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation the mvp pushwire and plug were returned for analysis. As received, the pushwire was within the dispenser track. The mvp plug was found to be separated from the pushwire at the detach zone. The plug was examined and found to be fully opened. Two holes were found with the plug membrane cover. The plug was re-attached to the pushwire. The pushwire distal threaded section was completely covered by the plug proximal marker. The plug was secured and torquer attached proximal to the detachment zone. The plug was successfully detached with 6 full rotations of the torquer/pushwire. The investigation is still ongoing. A follow-up MDR will be submitted when investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.